Manufacturer narrative:
Investigation summary ==> it was reported that a patient underwent a persistent atrial fibrillation (afib) procedure using the pentaray nav high-density mapping eco catheter and noted coagulum was inside the catheter tip. The pump showed a pressure alert. The flow speed was decreased to 30 ml/h, which then resulted in coagulum inside the catheter tip. Surgery was delayed approximately 10 minutes. The procedure was successfully completed. There was no patient consequence. The device was visually inspected, and it was found in good conditions. Then, irrigation test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed, in addition, the device was connected to the cool flow pump and the catheter was irrigating correctly and no alarms were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30128546l number, and no internal actions was found during the review. Product complaint : (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) procedure using the pentaray nav high-density mapping eco catheter and noted coagulum was inside the catheter tip. The pump showed a pressure alert. The flow speed was decreased to 30 ml/h, which then resulted in coagulum inside the catheter tip. Surgery was delayed approximately 10 minutes. The procedure was successfully completed. There was no patient consequence. On (B)(6) 2019, additional information was received, and it was noted that there was no error on the carto system. The pump that was giving the pressure alert was a non-biosense webster, inc. Product, the bbraun pump. The pressure alert is why the flow rate was turned down. The biosense webster, inc. Smartablate generator was set to the default values for thermocool. There was coagulum between the splines. An anticoagulant was used, 1000i.e. Heparin per liter in saline fluids. The patient did not exhibit any neurological symptoms since the procedure was completed. The coagulum was assessed as a reportable issue.